Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the customer was hospitalized in the intensive care unit (ICU) with a blood glucose level (bg) of 900 mg/dl and ketones identified as life threatening by a health care provider (hcp). Customer was treated with intravenous fluids of saline, insulin and was connected to a respirator to address the elevated bg. Customer was discharged on 05/26/2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.